Event description:
It was reported that the automatic exposure on the 9800 sys is not working and the image is poor. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be duplicated. However, identified that the auto brightness was set to off at the beginning of cine runs. Set auto to on and tested sys. The sys was found to be working as intended and placed back into svc.